Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Index surgery (B)(6) 2014. Revision of left shoulder components due to instability and repeated dislocation. Surgeon believes event is possibly related to the devices. This event report was received through clinical data collection activities.